Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, dissection.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment for type-b aortic dissection. A gore® tag® conformable thoracic stent graft with active control system (ctag/ac) was implanted in the distal side and non-gore stent graft (najuta) was implanted in the proximal side. A proximal type I endoleak from the non-gore stent graft and blood flow into the false lumen were confirmed. The patient was decided to be monitored. On (B)(6) 2020, total arch replacement with elephant trunk technique was performed. No allegation was reported toward the ctag/ac. On (B)(6) 2021, follow-up CT confirmed distal sine (stent graft-induced new entry) at the distal site of the ctag/ac. On (B)(6) 2021, reintervention was performed. Additional stent graft was implanted in the distal side. The patient tolerated the procedure.